Event description:
It was reported that the procedure was to treat 90% stenosed lesions in the proximal and distal right coronary artery (rca) with heavy tortuosity and heavy calcification. Pre-dilatation was performed with a 2.5 x 8 mm trek nc balloon in the proximal and distal rca. The 3.5 x 15 mm xience v stent delivery system (sds) was delivered, but resistance was met with the proximal rca, and the device could not advance. During removal, resistance was met with the guiding catheter, and it was observed that the proximal stent struts were damaged. A new 3.5 x 15 mm xience v stent was implanted in the distal rca and a 3.5 x 23 mm xience v stent was implanted in the proximal rca to complete the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Guide cath: launcher 7f. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible on the shaft, balloon and stent implant and in the guide wire lumen and contrast on the shaft, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There was one bent and two flared proximal stent struts noted, confirming the reported stent damage. There were slight bends in the proximal end of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. The sds was advanced through a new 7f guiding catheter and there was resistance noted while advancing the damaged proximal stent struts through the guiding catheter but the sds was able to completely advance through the new guiding catheter. The sds was withdrawn from the guiding catheter and there was resistance noted while removing the sds from the guiding catheter at the location of the damaged proximal stent struts. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. It is likely that the stent interacted with the lesion during retraction, damaging the strut, and contributing to the difficulty removing the sds through the guiding catheter during retraction. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Based on the device lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency.